Event description:
A report was received that the patient's ipg was depleting quickly. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended.

Manufacturer narrative:
Additional information was received that the patient's ipg was replaced. The patient is reportedly doing well following the procedure. Explanted ipg will not be returned to bsn as it was discarded by medical facility. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was depleting quickly. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended.